Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated they did not know what happened with the device been turned off, nothing was different. They had great discomfort while it was off and now she worry about if it will stay on. The patient called manufacturer for help.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient stated that she has the ins for urinary and bowel control and reported that she was not seeing symptom control from the ins because she was "still losing water all the time". The patient explained that she was at the "mercy of her bladder" because at night, she can't get out of bed before "it's gone". The patient stated she was wetting the bed at least 4 times per night. The patient stated that these problems have been occurring for quite a while. The patient stated she has an appointment at the end of (B)(6) to meet with her hcp. The patient stated that her reason for calling is to know if she can do anything with the pp prior to her hcp appointment. The patient noted that she knows she has tried program 4 in the past. The patient synced with programmer and noted stimulation was off. The patient noted her stimulation was at 1.0v, on program 2 and her ins was off, and that she didn't know how her ins got turned off. The patient wanted to increase stim while on the phone. The patient increased stimulation to 1.2v, and stated that she can feel stimulation close to the pelvic wall. The patient reported at 1.2v, she feels "residual pain", and couldn't confirm with patient services if the stimulation was comfortable. The patient tried decreasing stimulation to 1.1v, and indicated that she was comfortable in the bike area. There were no further complications reported at this time.